Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when their device was charged to 360 joules the device only delivered 100 joules. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.